Event description:
The user facility reported that a dr was using a syringe to inject marcain when he was squirted in the face. The dr did not notice any problems drawing up the medication, but the solution leaked out through a crack in the barrel when he started to administer the injection. The dr reported using the same technique as usual. There was no harm to the dr or pt, and no medical intervention was needed.